Manufacturer narrative:
The field service engineer found that the bead mixer was bent. The bead mixer was repositioned and later replaced. It was found that the customer was opening the reagent caps too far off. The alarm trace showed no errors around the time of the initial event. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results on a cobas e411 immunoassay analyzer. The initial ft4 result was <0.500 pmol/l with flag. The repeat result was 13.91 pmol/l. The initial result was not reported outside of the laboratory. It is unknown which result was deemed correct. The ft4 reagent lot is 593219. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found dirt build-up affecting the sample and reagent probes' movement. The pipettor assay guide rails were cleaned. The investigation found that the sample was hemolyzed and, due to the short time between sample collection and testing, it is unlikely the sample was able to properly clot. The service maintenance actions performed by the fse resolved the issue.